Event description:
It was reported the patient experienced ¿left rib pain.¿ it was noted that the pain was ¿not caused by stimulation.¿ it was additionally reported the patient experienced pocket pain. It was also noted that ¿stimulation was reportedlyin the correct areas.¿ it was noted that surgical intervention was required as a result of the event. The patient¿s status at the time of report was given as ¿alive ¿ no injury/adverse event¿ and that they were ¿doing fine.¿

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).